Event description:
It was reported, when inserting a 2.0 mm ti matrixmandible screw into a ti matrix-mandible 8h plate, the screw went through the threaded hold into the jawbone. Surgeon was able to insert the seven other screws into the plate to complete the procedure. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number a device history record review could not be completed. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.